Event description:
Patient reported "rupture" and "was not feeling well, weird immune reaction symptoms". Healthcare professional later reported "not feeling well and is having weird immune reaction symptoms" and "rupture and exchange". This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.